Manufacturer narrative:
The returned lens was confirmed to be the correct power as labeled.

Event description:
Patient's visual acuity improved with replacement of a 25 diopter lens with a 22 diopter lens. He reports that he feels the original implanting lens diameter was too small for this patient. Diameter size of replacement lens was not specified.